Event description:
Complainant alleged that the clinicians were treating a pt who had been brought into the hosp in a full arrest condition. When the clinicians delivered a first defibrillation shock to the pt (age and gender unknown), a loud crack was heard, and a spark was observed. In addition, the clinician reported smelling an electrical burning smell. The clinicians then obtained another device to treat the pt. The pt subsequently expired, but the complaint indicated that the pt outcome was not as a result of the reported malfunction.